Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ abdominal pain") in a 39-year-old female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding, haemorrhage in pregnancy, spontaneous abortion and cholecystectomy. Concurrent conditions included neck cramps, numbness in hand, tingling skin, dyspepsia, ovulation pain and uterine fibroid. Concomitant products included medroxyprogesterone (depo provera), para-seltzer (excedrin aspirin free) and sumatriptan (imitrex). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced dysmenorrhoea ("severe menstrual pain/ painful menstrual cycles / dysmenorrhea (cramping)"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches/ migraines"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("irregular vaginal bleeding / abnormal bleeding (vaginal)"), headache ("headaches") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), alopecia ("hair loss"), arthralgia ("joint pain / hip pain"), abdominal pain lower ("excessive cramping") and dysgeusia ("a metallic taste in her mouth"). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic,laparoscopic salpingectomy bilateral, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, arthralgia, vaginal haemorrhage, headache and pelvic pain had resolved and the abdominal pain lower and dysgeusia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: upon information and belief, beginning sometime in (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results: neck x-rays showed disc narrowing at c4-5 and c5-6. (B)(6) 2017 : hysterosalpingogram : right side perfectly placed, left side placed a little further into the tube, tubes were blocked. (B)(6) 2017 : bilateral blocked fallopian tubes consistent with proper essure placement. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- back pain,headache,migraine" most recent follow-up information incorporated above includes: on 13-mar-2018: events- "headaches , pain", reporter, lot number added. Historical and concomittant condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/ abdominal pain') and genital haemorrhage ('gen. Abnormal bleed') in a 39-year-old female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, haemorrhage in pregnancy, spontaneous abortion and cholecystectomy. Previously administered products included for birth control: mirena from 2010 to 2014. Concurrent conditions included neck cramps, numbness in hand, tingling skin, dyspepsia, ovulation pain and uterine fibroid. Concomitant products included azelastine hydrochloride, caffeine;paracetamol (excedrin aspirin free), corticosteroid nos since (B)(6)2015, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6)2014, ibuprofen since (B)(6)2014, medroxyprogesterone acetate (depo provera), meloxicam (mobic) since (B)(6)2015, methocarbamol (robaxin) since (B)(6)2015, prednisone since (B)(6)2014 and sumatriptan (imitrex). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ painful menstrual cycles / dysmenorrhea (cramping)") and pelvic pain ("pain"). In (B)(6)2014, the patient experienced vaginal discharge ("irregular vaginal discharge"). In (B)(6)2014, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("irregular vaginal bleeding / abnormal bleeding (vaginal)"). In (B)(6)2014, the patient experienced migraine ("migraine headaches/ migraines") and headache ("headaches"). In (B)(6)2015, the patient experienced alopecia ("hair loss"). In (B)(6)2016, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain/chronic"), arthralgia ("joint pain / hip pain"), abdominal pain lower ("excessive cramping") and dysgeusia ("a metallic taste in her mouth"). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic,laparoscopic salpingectomy bilateral, cystoscopy). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, arthralgia, vaginal haemorrhage, headache and pelvic pain had resolved and the genital haemorrhage, abdominal pain lower and dysgeusia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: upon information and belief, beginning sometime in (B)(6)2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. As reported in ppf- discrepancy noted for : insertion date : (B)(6)2014, essure removed : no, lab data on (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2017: results: total bilateral occlusion. Right side perfectly placed, left side placed a little further into the tube, tubes were blocked.; on (B)(6)2017: bilateral blocked fallopian tubes consistent with proper essure placement.. Imaging procedure - on (B)(6)2017: bilateral occlusion. X-ray - on an unknown date: showed disc narrowing at c4-5 and c5-6.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- back pain,headache,migraine" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Lab data added. Event : gen. Abnormal bleed added. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ abdominal pain") in a 39-year-old female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding, haemorrhage in pregnancy, spontaneous abortion and cholecystectomy. Concurrent conditions included neck cramps, numbness in hand, tingling skin, dyspepsia, ovulation pain and uterine fibroid. Concomitant products included azelastine hydrochloride (astelin), fluticasone propionate (flonase) since (B)(6) 2015, ibuprofen since (B)(6) 2014, medroxyprogesterone (depo provera), meloxicam (mobic) since (B)(6) 2015, methocarbamol (robaxin) since august 2015, para-seltzer (excedrin aspirin free), prednisone since (B)(6) 2014, procet (acetaminophen w/hydrocodone) since (B)(6) 2014 and sumatriptan (imitrex). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ painful menstrual cycles / dysmenorrhea (cramping)") and pelvic pain ("pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("irregular vaginal discharge"). In (B)(6) 2014, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("irregular vaginal bleeding / abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraine headaches/ migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), arthralgia ("joint pain / hip pain"), abdominal pain lower ("excessive cramping") and dysgeusia ("a metallic taste in her mouth"). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic,laparoscopic salpingectomy bilateral, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, arthralgia, vaginal haemorrhage, headache and pelvic pain had resolved and the abdominal pain lower and dysgeusia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: upon information and belief, beginning sometime in (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results: neck x-rays showed disc narrowing at c4-5 and c5-6. (B)(6) 2017 : hysterosalpingogram : right side perfectly placed, left side placed a little further into the tube, tubes were blocked. (B)(6) 2017 : bilateral blocked fallopian tubes consistent with proper essure placement. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- back pain,headache,migraine". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/ abdominal pain') in a 39-year-old female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, haemorrhage in pregnancy, spontaneous abortion and cholecystectomy. Previously administered products included for birth control: mirena from 2010 to 2014. Concurrent conditions included neck cramps, numbness in hand, tingling skin, dyspepsia, ovulation pain and uterine fibroid. Concomitant products included azelastine hydrochloride, caffeine; paracetamol (excedrin aspirin free), corticosteroid nos since (B)(6) 2015, hydrocodone;paracetamol (acetaminophen; hydrocodone) since (B)(6) 2014, ibuprofen since (B)(6) 2014, medroxyprogesterone acetate (depo provera), meloxicam (mobic) since august 2015, methocarbamol (robaxin) since (B)(6) 2015, prednisone since (B)(6) 2014 and sumatriptan (imitrex). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ painful menstrual cycles / dysmenorrhea (cramping)") and pelvic pain ("pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("irregular vaginal discharge"). In (B)(6) 2014, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("irregular vaginal bleeding / abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraine headaches/ migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain/chronic"), arthralgia ("joint pain / hip pain"), abdominal pain lower ("excessive cramping") and dysgeusia ("a metallic taste in her mouth") and was found to have weight increased ("weight gained over 40"). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic,laparoscopic salpingectomy bilateral, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, arthralgia, vaginal haemorrhage, headache and pelvic pain had resolved and the genital haemorrhage, abdominal pain lower and dysgeusia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: upon information and belief, beginning sometime in (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. As reported in ppf- discrepancy noted for : insertion date : (B)(6) 2014, essure removed : no, lab data on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. Right side perfectly placed, left side placed a little further into the tube, tubes were blocked.; on (B)(6) 2017: bilateral blocked fallopian tubes consistent with proper essure placement. Imaging procedure - on (B)(6) 2017: bilateral occlusion. X-ray - on an unknown date: showed disc narrowing at c4-5 and c5-6. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- back pain, headache, migraine". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event "weight gained over 40" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ painful menstrual cycles"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches/ migraines"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), arthralgia ("joint pain"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping") and dysgeusia ("a metallic taste in her mouth"). The patient was treated with surgery (plantiff underwent a hysterectomy with removal of essure/ procedure to remove essure device). Essure was removed in june 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved and the arthralgia, vaginal haemorrhage, abdominal pain lower and dysgeusia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: upon information and belief, beginning sometime in april 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Most recent follow-up information incorporated above includes: on 2-mar-2018: legal complaint received: reporter information updated. Essure removal date updated from jul-2017 to jun-2017. Events abdominal pain, painful menstrual cycles, migraines were clubbed with previously reported events. Events arthralgia, vaginal haemorrhage, abdominal pain lower, dysgeusia, were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (plaintiff underwent a hysterectomy with removal of essure.). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: upon information and belief, beginning sometime in (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff miller has reported that all her symptoms have resolved and that she feels much better. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.